Event description:
It was reported that during the pulse field ablation procedure to treat parox atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when the farawave catheter was inserted into the sheath and physician tried to hoover the blood up with a syringe, he noticed bubbles in the sheath. The bubbles appeared before the catheter was inserted into the patient's heart. No leak or air was observed in the patient. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.